Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 02/16/2017 that on (B)(6) 2017, the patient experienced an adverse event. Patient's husband reported that the patient passed out and was taken to the hospital. Patient's finger stick (fs) was 110 mg/dl before eating breakfast. Patient consumed coffee with (B)(6). Patient went to lay down on the couch and felt dizzy. Patient's husband gave patient orange juice. Patient drank the orange juice. After 10-15 minutes, patient passed out. An ambulance was called. Ambulance staff tested patient's blood glucose (bg) and it was 158 mg/dl. Patient was transported to hospital by ambulance. At time of contact, patient is in the hospital. Patient's husband reported that blood is coming out of patient's anus. Patient's husband reports that patient's bg is "good." There was no alleged device malfunction. No additional event or patient information is available. No product or data was provided for investigation. The reported issue could not be confirmed. The root cause could not be determined.